Event description:
It was reported that the device reached elective replacement indicator. Early battery depletion was suspected. The device was explanted and replaced. It was also reported that the atrial lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.